Event description:
Puritan bennett received a medwatch which suggest that the ventilator stopped cycling while in patient use. As per medwatch "patient experienced some respiratory distress, but their vital signs remained within the normal limits." Customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui pcb. The unit passed extended self testing.